Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003. Technical Services (TS) reviewed the reports and determined that the code was a false positive as there was a short-term change in power resulting in a normal voltage drop. The device was operating normally. The device remains in use. No adverse patient effects were reported.Additional information received indicates that this device exhibited another code 1003. TS determined that the device exhibited premature battery depletion (PBD) and suggested device replacement or re-evaluating the battery status in 90 days. The device remains in use. No adverse patient effects were reported.